Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet replacement pump exhibited a nonresponsive sleep/wake button, requiring prolonged presses to wake the screen, while blood glucose remained stable at 128 mg/dl; the issue corresponds to a device key/button malfunction associated with the switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included an outcome that could not be categorized with an available impact term. Investigation included communication with the user and analysis of information provided by the user. Investigation of this device was confirmed and revealed an electrical problem and a key/button unresponsive malfunction traced to the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.